Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that the patient passed away. The date of death is not known at this time, but the cause of death was reported as a cardiac arrest. The patient's hemoglobin was 2.1. The field representative was called to interrogate the device at the morgue. Remote monitoring data was reviewed and it was noted the most recent download was (B)(6) 2015 at 3:10 am. There was no presenting electrogram with this download, but the most recent event in the arrhythmia logbook was the day prior. This was a 'no therapy' event in the monitor only zone. The rate was 141 bpm. Prior events show a 1:1 rhythm in the 140 bpm range. The patient is not pacer dependent and there has been no therapy since the last reset.

Manufacturer narrative:
(B)(4) device data was downloaded from the post-mortem interrogation and reviewed by boston scientific engineering. The prior alert (code 1003) was confirmed. The voltage from the first reported alert was 3.018 and the second was 2.985. As of (B)(6), the voltage was 2.977. At this voltage, tachycardia therapy is available. There was a leakage lead alert recorded on (B)(6) 2015 at 10:16 pm. It is unknown why this alert occurred, but generally this is caused by external energy detected on the leads possibly due to an external shock. The device recorded several vt-1, atrial tachy response (atr) and non-sustained episodes during the (B)(6) through (B)(6) 2015 period. The vt-1 rate zone was programmed to 140 bpm and no therapy was programmed for this zone. The last therapy delivered was initially a vt-1 episode that accelerated to ventricular tachycardia (vt) and ventricular fibrillation (vf). Anti-tachycardia pacing (atp) therapy and a 17 joule shock were delivered. The shock charge time was 3.178 seconds (normal). Engineering concluded that the device appeared to have functioned properly and the low voltage alerts were not a factor in the recent episodes and tachycardia therapy. It is believed the patient died on (B)(6) at approximately 4:00 am, but this was not confirmed. The field representative did not believe there were any additional allegations. She just wanted to confirm that the low voltage alerts did not contribute to any issues. The device was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). This device is expected to be explanted. This report will be updated should further information is received.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.